Manufacturer narrative:
(B)(4). . G2 : foreign country : france customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial knee surgery on an unknown date. Approximately 2 months post-ptg, it appeared that the patient had external laxity. Subsequently, the patient was revised. During the revision, it was observed that there was a deformity of the posterior stabilization which allowed varus laxity at 15 degrees despite the implant being well clipped and screwed in. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h6; h10 the event is confirmed. Visual examination of the returned product show signs of wear surface scratches/gouges /nicks. The dovetail side of the bearing exhibits wear with nicks near the insert. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Radiographs were provided and reviewed by a health care professional. Review of the available records identified widening of the lateral femorotibial joint space consistent with disruption of lateral collateral ligaments and showed loosening of the tibial tray at the cement bone interface. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported that x-rays suggested tibial loosening prior to the revision surgery. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1; a2; a3a; a4; b1; b4; b5; b7; d2; d6a; d10; g1; g3; g6; h1; h2; h6. D10: 00598801013 - 13mm diameter 100mm length straight stem extension combined length 145mm - unknown. 00599401691 - left size f cemented option femoral component femoral plastic cap must be removed prior to implantation - unknown. 00598801010 - 10mm diameter 100mm length straight stem extension combined length 145mm - unknown. 00598004702 - stemmed tibial component precoat size 6 for cemented use only use of this tibial component with lcck articulating surfaces requires using a stem exten - unknown. 42540000032 - all poly patella cemented 32 mm diameter - unknown. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was further reported that the patient underwent an initial left knee surgery. The patient reported severe pain approximately 3-4 weeks post-op, although they were ambulating without their cane. Subsequently, the patient was revised due to recurrent varus instability and pain. A complete replacement of the rhk hinge prosthesis was performed. There was observed poly wear as the implant had deformation in 2 places on the cck posterior stabilization. There were no obvious traumatic causes. Attempts have been made and all available information has been provided.